Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient saw the pa where it was determined that the patient was pressing the incorrect buttons to turn the device on, thereby turning it off each time. The issue was reported as resolved and had not repeated itself since the patient learned how to operate the handheld programmer. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient's therapy is turning off by itself. The representative stated that the patient was on program 4 at 1.4v and claimed that the pp was displaying that stim was turned off. The representative stated that when she was on the phone with the patient the representative had the patient change from program 4 to program 3. The patient waited about 45 seconds and stimulation turned off. The patient turned the remote on with the pp power button and then used the sync button to communicate with the ins. The stimulation status showed it was off. The representative will follow up with the patient and try to get the pt into the hcp office to evaluate the issue. The representative stated the event started about 2 weeks ago. There was none symptom reported regarding this event. There were no further complications reported.